Manufacturer narrative:
A ge representative evaluated the system and repaired the power cord connectors.

Event description:
Customer reported, the system will not boot up or fluoro. No pt injury was reported.